Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During a clinic follow-up, a loss of capture and sensing was noted on the right atrial (ra) lead. A dislodgement of the ra was suspected. No intervention has been performed at this time. The patient was stable and will continue to be monitored.